Event description:
Plaintiff reports initial bilaterial implanation 6/3/82. Plaintiff alleges injuries...as a result...of implants containing or consisting of silicone, silicone gel, and/or an elastomer made of silicone.